Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there were holes in the external part of the catheter. Additional information received aug 26, 2024: it was reported, the PICC was inserted on (B)(6) 2024 by PICC team at facility. The leak was discovered at facility on 2024-07-04 after the third syringe of nacl was injected, then they saw that it started to seep. Reportedly the complainant stated that the defective part of the PICC line looked ¿roughened¿, like a ¿dried bicycle tube¿.

Event description:
It was reported that there were holes in the external part of the catheter. Additional information received aug 26, 2024: it was reported, the PICC was inserted on (B)(6) 2024 by PICC team at facility. The leak was discovered at facility on (B)(6) 2024 after the third syringe of nacl was injected, then they saw that it started to seep. Reportedly the complainant stated that the defective part of the PICC line looked ¿roughened¿, like a ¿dried bicycle tube¿.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and multiple splits with cracking were observed in the catheter body proximal to the suture wing. Discoloring of the catheter body and suture wing along with the printing worn off is visible. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques, or a non-compatible chemical may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.